Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "the IV pump works well, but when it is put into operation, it gives a battery alert and then goes off (shuts off)" was confirmed. A review of the event history log revealed "battery alert not charging and improper shutdown!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the wireless battery found damaged. The wireless battery required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "when it is put into operation", it "gives a battery alert and then goes away (shuts off)" during delivery in the medicine b care area. There was no report of patient injury or medical intervention associated with this event. No additional information is available.